Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was cleaned to resolve the issue. Block a: no patient information provided to date after calls to end user (B)(6) 2025 and (B)(6) 2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.